Event description:
Additional information was received. It was reported that the cause of the issue was a mistake at the time of checking the level. The screw had been inserted into the vertebral body of one above level. There was no reported impact to the patient.

Manufacturer narrative:
H2: additional information was received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the system was functioning as intended. The doctor did not insert the screw into the planned vertebral body so it was removed and re-inserted.

Manufacturer narrative:
H2) additional information: b5 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system sued during a sacroiliac and thoracolumbar procedure. It was reported that a fixation with three above and three below was performed for an l1 bursting fracture. It was scheduled to insert the screws in the order of l4, l3, l2, th12, th11 then th10 under navigation. It was planned to insert the screws only in the three lover vertebral bodies under navigation first and then take navigation images of the upper level vertebral bodies and insert those screws. The screws were inserted without any problems in the order of l4, l3 and l2. At the time of transition to the upper level vertebral bodies, the physician thought to place an antenna for navigation in the spinous process of l1 but the antenna was placed in th12. After that the screws were mistakenly inserted into th11, th10 and th9. When a confirmation was made with image, it was noticed that the level was wrong so the screw inserted to th9 was removed and re-inserted to th12. There was a delay of less than one hour and the patient's impact was unknown.